Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Unit passed self test and displacement test. Device was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm or replace battery now alarm noted during testing or in the insulin pump trace download. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dead. The customer¿s blood glucose level was 274 mg/dl at the time of incident. Customer stated that they were fell from truck on back and insulin pump had crack on backside. Customer stated that the lip ring was not damaged. Customer had manual shots. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.